Manufacturer narrative:
Concomitant: product ID 37603, serial# (B)(4), implanted: 2012-(B)(6), product type implantable neurostimulator, product ID 3387s-40, lot# v853900, implanted: 2012-(B)(6), product type lead. Product ID 3708660, serial# (B)(4), implanted: 2012-(B)(6), product type extension. Product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 3708660, serial# (B)(4), implanted: 2012-(B)(6), product type extension. Product ID 3387s-40, lot# va0214q, implanted: 2012-(B)(6), product type lead. Product ID 3708660, serial# (B)(4), implanted: 2012-(B)(6), product type extension. Product ID 3708660, serial# (B)(4), implanted: 2012-(B)(6), product type extension. (B)(4).

Event description:
It was reported that a patient was not seeing the amplitude numbers on the programmer and it was stated that they "should have been set up in advanced mode". It was noted that doctor gave the patient the advanced mode to increase or decrease stimulation by one volt. It was stated that the patient needed help using the programmer. The patient was only seeing the group, not the numbers. The patient needed assistance decreasing stimulation. It was confirmed that the patient was able to make adjustments as needed for the left and right side implants. Additional information received two days later reported that the patient experienced a loss of therapeutic effect. It was stated that the patient had a return of symptoms "approximately a month ago" and was "trembling terribly" and their head was shaking. It was noted that there were no falls or trauma that led to the return of symptoms. It was stated that the patient had been to the doctor "multiple times" and after these sessions it was stated that the device was not working "meaning that the patient was still having symptoms". The patient saw the doctor "earlier that week". It was stated that the patient was getting the "communication in progress" screen as well as the "poor communication" screen multiple times on the left side. They were also seeing the screen that indicated the voltage floor, they could not adjust stimulation further down. It was stated that the stimulation settings for the patient's right hand, or left side device was a, 3.0 v. 90 pulse width, frequency was 185, and contacts 0-, 1+. The impedance for the left device was 1985 ohms at 1.569 ma. It was stated that the patient was trying the "regulate" the device. It was stated that the patient ended up with both device on "c", the left side at 3.8v and right at 3.6 v. Additional information received reported that no diagnostic tests were performed or needed. There were no malfunctions seen. The patient just needed more training on patient programmer. It was stated that the patient outcome was "fine". Additional information received reported that the reporter was unable to adjust stimulation. The programmer was displaying the "call your doctor" icon and an out-of -range (oor) message. The patient saw the oor on (B)(6)-2013 when the patient tried to turn stimulation off. It was noted that the patient was seen by a doctor "a couple of days before thanksgiving". The patient was given the ability to adjust stimulation at that visit. The patient was instructed to wait two weeks before they adjusted stimulation. It was reported that during the holiday, a company representative helped the patient with her programmer and gave the patient additional training. The patient saw the representative on (B)(6)-2013 and the voltage waschanged back to the original voltage. The patient did not have a high pulse width or amplitude, and did not have any issues with charge density. It was noted that the patient did have a history of "fluctuating tremor". The patient would have good tremor control when she left the clinic and four days later the tremor would return and if the patient "sticks with it", the tremor would go away. It was stated that this appeared to be the nature of the patient's tremor. The patient was having an issue with her right hand tremor, but they were unsure if this was the fluctuating tremor or if there was a therapy issue. An impedance test was performed. They were c-0: 1597 ohms, c-1: 14,923 ohms, c-2: 3,404 ohms, c-3: 2,188 ohms, 0-1: 15,991 ohms, 0-2: 4 ,353 ohms, 0-3: 3,393 ohms, 1-2 18,016 ohms, 1-3: 1,736 ohms, 2-3: 5,095 ohms. It was stated that the patient's therapy impedance was "high" at 0.33 ma. The patient was reprogrammed at 0 and 1. The patient was programmed around the affected electrodes. Programming was changed to contacts 0 and 3. Tremor control was achieved. Additional information received reported that the patient had an x-ray taken which revealed that the extension was twisted and the battery was "sagging". It was noted that a surgeon was going to review the x-ray and determine the next steps. The patient had two devices. Refer to manufacturer report #3004209178-2013-23509 for information on the patient's other implant.